Event description:
Customer reported that the t: slim x2 pump battery would not charge and that a power source alert occurred during the issue. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by using a non-tandem wall adapter for charging, and the pump began charging again. Tandem technical support informed the customer that using third-party charging supplies is not recommended unless for troubleshooting and arranged to send a replacement tandem wall adapter via two-day shipping.